Event description:
It was reported by the customer that the device will not turn on using battery power. The device can be turned on using ac power and remains on after disconnecting from ac power. The reported problem was found during routine device testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.